Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was sick, vomiting and diarrhea. The customer was having problems with the reservoirs and infusion sets. The plunger was stuck, then she changed the reservoir and reconnected to the infusion set; the insulin did flow. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage or occlusion anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-81718.